Manufacturer narrative:
Zimvie complaint (B)(4). A4: patient weight is not provided / unknown. B3: date of event is not provided / unknown. E1: initial reporter¿s title and last name are not provided / unknown.

Event description:
Clinician reported crown loosened. Upon viewing x-ray a fractured implant was found. Implant was removed.

Manufacturer narrative:
This report is being submitted to report additional and corrected information to 0002023141-2023-01980. The investigation found that the previously reported item number was incorrect. It has now been corrected. The following sections are being reported: d1. Brand name is corrected. D4: catalog number is corrected. D4: expiration date and unique identifier (UDI) number. G4: PMA/510(k) # is corrected. H2: if follow-up, what type. H3: device evaluated by manufacturer. H4: device manufacturer date. H6: type of investigation. H6: investigation findings. H6: investigation conclusions. H10: additional narratives/data. Zimvie received one implant for evaluation. Visual evaluation of the as returned device identified the implant with signs of use, wear and was seen fractured at both the collar and the body regions. The implant was attached to a cover screw. DHR review was completed for the subject lot number. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number for similar events and one (1) other complaint was identified. A definitive root cause could not be determined. Therefore, based on the available information, a device malfunction did occur. The reported event was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional or corrected information to report.